Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a lead warning was observed on the atrial lead for "atrial lead position checked failed". The warning has occurred multiple times and the lead has been found to be okay. The lead is still in use. No patient complications have been reported as a result of this event.